Event description:
(B)(4). (Essure implanted in (B)(6) 2013, symptoms began in (B)(6) 2014.) Here is my story: I started to have lower back pain on my right side then turned to severe back pain. I had never had back pain at this level before, I have always been active with no health issues. Following the back pain, joint pain started in my elbows and by (B)(6) 2014 my elbows were sore to the touch. Spotting/brown in color started in mid (B)(6) which was on and off until (B)(6). A smell also came with this spotting, it was a sweet smell, nothing I had ever had before either! A full period started in (B)(6) with terrible side effects (sharp back pains, cramping, heavy bleeding, migraines, weight gain.) Pain so bad in my right side I went to my ob. An ultrasound spotted a functional cyst, no history of cysts before essure implanted. I was now taking an anti-depressant to help with the lack of motivation I was feeling b/c the pain in my back was daily. I went back to my ob in (B)(6), my period had lasted over a month with heavy bleeding. Ob contributed excessive bleeding to the cyst and it should stop. I had five days of no bleeding from (B)(6) until (B)(6). This was heavy bleeding with flesh coming out of my body. The bleeding from essure is not just a typical period, it is accompanied by a metallic, sweet smell and in the blood are small chunks of flesh, which range from long and skinny to a small piece/chunk of skin. The back pain was daily and would spread into my shoulders and neck, causing severe headaches. There were days I could barely function b/c of the pain that was going into my neck. Also, the joint pain was in my elbows,, but would pop up in other joint areas with no rhyme or reason. For example, my forearms and fingers would go numb, my wrists would be very sore for days and then it would cease for a few days and come back. Feeling worse and worse, I chose to have the essure coils removed by (B)(6), a personal choice, (B)(6). I wanted to leave all of my female organs. Within 24 hours the back pain was tolerable. At 72 hours it was completely gone. My elbows are no longer sore to the touch and have continued to get better. I do not even notice the pain. I had surgery on (B)(6) and it is (B)(6) and I am pain free in my back. I could not get out of bed without being in major pain starting in my low back. I have stopped taking my pain meds given to me by (B)(6). I still have pain from my incision, however I wanted to be sure the pain in my back was gone and it is. I am certain essure coils cause serious side effects in women, such as the ones I noted. I had these implanted in (B)(6) 2013 and I barely made it a year before their side effects caused major problems in my daily life. When you are an active yogi with purpose and go to life of daily pain and rely on meds, and only one thing has changed in our life....you trusted a device called essure. My life is a journey and I am on my way back. I am using this to help others who might not be able to afford the procedure I got, dove into the research and refused to let this device run my life!